Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the roller pump display was not working. As a result, an alternate device was employed. The surgical procedure was completed. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. The field service representative (fsr) replaced the roller pump display and display to pump board cable. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.